Event description:
A malfunction alarm was reported by the customer, identified by the code malf 0. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and instructed to reach out if the issue happened again.